Event description:
It was reported that the patient experienced an increase in pain due to battery depletion caused by patient non-compliance with the recharging schedule. A device interrogation on (B)(6) 2011 showed the battery was dead. A physician mode recharge was attempted on (B)(6) 2012 and a power-on-reset condition was cleared. The neurostimulator was eventually replaced, and the patient was reprogrammed on (B)(6) 2012. The patient outcome was reported as resolved without sequela as on (B)(6) 2012.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, lead model 3888-45, lot# v229123, implanted: 2009 (B)(6), explanted: na, lead model 3487a-45, lot# v156504, implanted: 2009(B)(6), explanted: na, extension model 37082-20, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, programmer model 37743, serial# (B)(4), recharger 37752, serial# (B)(4).